Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant attempt, the physician was unable to insert the competitor right ventricular (rv) lead pace/sense connector into the new device. It was suspected that the insulation between the ring and the pin connector had swelled, and after some troubleshooting, the physician was able to insert the lead fully into the device, without any further issues. The deviceremains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.